Manufacturer narrative:
This user facility is outside of the united states. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Device availability - the device is reportedly available for evaluation; however, it has not been received by biomet to date. In the event that the device is received and evaluated, a follow-up report will be send to the FDA to provide results. This product is manufactured by zimmer biomet (B)(4) and is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet in (B)(4) manufactures a similar device in the united states under 510k number k023357.

Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2015. Subsequently, a revision procedure was performed on (B)(6) 2016 due to instability and audible noise. The femoral head, acetabular liner and locking ring were removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. During the evaluation, the acetabular liner showed evidence of abrasion, deep scratches, and multiple indentations however, a conclusive root cause of the event could not be determined. This report is number 1 of 2 mdrs filed for the same patient (reference 3002806535-2016-00078 & 1825034-2016-02024).

Event description:
Patient was revised approximately one month post-implantation due to instability and audible noise. The femoral head, acetabular liner and locking ring were removed and replaced.